Event description:
According to the hosp quality/risk mgr, "bloody drainage" was detected during an endoscopic retrograde cholangio pancreatography ("ercp") procedure after cannulation of the papilla. An x-ray confirmed free air and the pt was taken to surgery for repair of the perforation. The pt was released several days following the event and is reportedly doing well.